Event description:
It was reported that four days after the catheter was inserted via the right jugular vein, a leak was noticed around the insertion site. The following day, inflammation was noticed around the insertion site. After the event, the catheter was removed and a new catheter placed in the left jugular vein. This time, there was no inflammation and no reported pt complications. Add'l info received on 12/17/2009 from arrow (B) (4) states that the customer suspects the irritation was from the catheter.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.